Event description:
It was reported to philips that the capacitor for the unit was defective. There was no patient involvement.

Event description:
It was reported to philips that the capacitor for the unit was defective. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their capacitor was not reaching the require output and subsequently needed replacement. Additional troubleshooting assistance for this device was not requested. Based on the conclusion of the investigation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : customer requested remote service.